Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the device leaked, and water invaded the device while the user was handling it. Due to the invasion, abnormality of electronic parts occurred which led to occurrence of the ¿error message e315¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of a e315 scope error was confirmed due to a data error of the scope identifier. The following additional findings were also noted: water tightness lost due to wear of the scope cover packing, and insulation resistance value at the distal end does not meet the standard value due to peeling of the bending section cover adhesive. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that, during preparation for use of their colonovideoscope in a diagnostic colonoscopy, the device displayed an e315 unsupported scope error alongside color bars which appeared on the monitor while connected to the scope. When changed to another scope the setup was working properly, and the procedure was completed with the similar device. There were no reports of patient or user harm associated with this event.